Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted no sutures and one needle. The needle was still attached to the suture. The needle was received broken at the tip. The tip showed evidence of instrument marks. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the tip can result in bends or breaks. The needle should always be grasped half way between the tip and the swaged end where the diameter is greatest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a ¿surjet¿ suturing technique was employed by the surgeon, but at the end of the open procedure, the first and second suture had thread broken but the other one had needle separated from the thread and fell into the patient cavity and was retrieved by the surgeon. The first doctor took another suture but the needle quickly twisted and then the second doctor took another suture and it worked. There was no patient injury.